Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Blood test strips were used, blood was not visible. The machine alarmed. Estimated blood loss was 200cc's. Pt had no adverse effects and did not report any medical intervention. Sample is not available, sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.